Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning and the instrument channel and outlet were wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings , evaluation found that water tightness was lost due to a pinhole on the instrument tube, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the water removal ability did not meet the standard value due to clogging of the nozzle, the scope connector was dirty due to water leakage, the scope cover was burned, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope was cut and had an issue with air/water removal. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was residual fluid or foreign material coming out of the forceps channel. The customer did not have any idea about when the foreign material adhered to the scope or what the foreign material was. The report is being submitted due to the residual fluid or foreign material coming out of the scope found during evaluation.